Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height cubie drawer failed to stay closed, even though it was closed and failed to recover. As per part investigation, it was determined that there was burn marks observed on the assy cable pyxibus 7 drawer. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 06dec2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "west drawer aux 5 says failed to close, although it is closed" was confirmed by fse, and subsequently confirmed in the dchu inspection process. According to work order wo: 01780652, the bd field service engineer (fse) reported that drawer was pulled and found a damaged insep and replaced it. Then fse checked all connections, and tightened latches, pyxibus cable was replaced due to physical damage, tests were successful. The customer recovered and tested the drawer everything was working great. During dchu visual inspection: p/n 121085-01: assy cbl pyxibus 7 drawer was received with signs of wear across the ribbon cable due to rubbing against the back panel of drawer. This produced exposed copper wires which shorted, leaving signs of thermal damage as burn marks. During dchu testing: p/n 121085-01: based on the applicable pap, testing is not required since exposed copper wiring and thermal damage was detected during external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).